Event description:
On march 7, 2000 importer received notification from the office of surveillance and biometrics regarding a medwatch report (mw 1018074, sections a-e only, copy attached) from a user facility referencing an event with a jarit medical device. Jarit surgical instruments (j. Jamner surgical instruments) is an initial distributor of medical devices. As such, importer has completed section f of form 3500a, a copy of which is enclosed along with the medwatch report. In accordance with FDA procedures, copies of both the user facility's report and importer's form 3500a have been forwarded to the MFR of this device, bowa-electronic gmbh, nehrener strasse 4-6, postfach 70/plz 72807, d-72810 gomaringen, germany. The user facility contact, assistant o.r. Mgr, was reached and stated that there was no pt or personnel injury. Mgr reported that the cable involved in the incident had been discarded and was unavailable for evaluation. Laparoscopic cholecystectomy bovie cord faulty during case. Once physician used the foot pedal with this particular cord the bovie would not shut off; it stayed hot without the pedal being pressed. The pedal, bovie machine, and the bovie tip were all switched out. The problem persisted until the cord was switched out. Laparoscopic cholecystectomy bovie cord spontaneously combusts during laparoscopic cholecystectomy case. No apparent injury to pt. Delay of case while new cord passed to and from surgical field. The cord while in use actually pops, smokes, burns into two pieces and falls apart rendering itself useless.